Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The incorrect lot number was inadvertently reported, therefore the corrected lot number has been provided. Results are based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. Conclusion based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. A review of the device history record of the product code/lot# combination was conducted with no findings. One 6fr angioseal vip device was returned for evaluation. The hemostasis sheath was mated with the carrier tube assembly. No other accessory components were returned for analysis. Visual inspection revealed the carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. Microscopic analysis of the distal tip of the hemostasis sheath revealed that the anchor was still present within the sheath and had not properly exited as intended. No other anomalies were noted. Functional testing was conducted. The deployment sleeve was moved into the forward lock position, causing the anchor at a distal tip of the carrier tube to become further exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The digital force was then applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the device was not placed in the full forward position, or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: unknown due to unknown date. Explanted date: unknown due to unknown date. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section. This report is for the first device reported. For the second device reported that was used on the same patient, see MDR 3013394970-2019-00159.

Event description:
The user facility reported that there were two angio-seal devices that did not deploy. A third angio-seal was used to achieve hemostasis. The patient was reported to be in good condition.